Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2026 due to an undefined low blood glucose (bg) level, which resulted in lost consciousness, two days of memory loss, broken bones, and pierced liver and lungs. In the ICU, the customer was treated with intravenous fluids and glucose. No permanent damage to the customer was identified. At the time of the call with tandem technical support, the customer had not yet been released from the ICU. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.